Event description:
It was reported that the pt's wound had eschar and slight inflammation over the pump at the probable refill port. The hcp stated that this "may have occurred as a result of pump access." A pump pocket revision was done and cultures were obtained. The wound cultures revealed" +3 rbc, 1 + pmo, rare gram positive cocci," the pt recovered without sequela. The medications being delivered via the device system were bupivicaine, fentanyl and morphine sulfate.